Manufacturer narrative:
Diopter: +22.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device remains implanted. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order conclusions: conclusion not yet available. Evaluation is in progress. (B)(4). Device remains implanted.

Event description:
The patient indicated the surgeon implanted a cc4204a +22.00 diopter collamer single piece lens in the patient's right eye. A few months ago the patient had yag laser process done to remove posterior capsule opacification. Last month one of the haptics came free and the lens shifted. Patient does not have any other conditions that affect his eyesight. Patient experienced reaction to anti-inflammatory meds and the eye pressure in both eyes was over 50 (near 60) for at least part of a day about 3 weeks after second eye surgery. The issue was resolved that day.

Manufacturer narrative:
Method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the DHR review and root cause analysis, the probable cause could not be definitively identified. The most likely cause of the loosen haptic and shifted lens is due the nd:yag laser capsulotomy as the complaint event occurred following the treatment. There were no documented issues and concerns with the manufacturing and inspection processes which may damage the haptic or released nonconforming lenses. Conclusion code(s): (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).